Manufacturer narrative:
(B)(4).

Event description:
The customer questioned results for 8 patient samples tested for ise indirect na and cl for gen.2 between (B)(6) 2016. The initial results were reported outside of the laboratory. The customer noticed that the patients had negative anion gaps. The patient samples were repeated and the customer noticed a difference between the results. The customer provided data for 7 patient samples run between (B)(6) 2016. Of this data, 6 patient samples were erroneous when tested for na and cl. (B)(6). No adverse event occurred. The na and cl electrode lot numbers and expiration dates were not provided. The field service engineer (fse) visited the customer site and found that the sipper tube had been put on the sipper probe incorrectly. The fse adjusted the position of the tube on a new sipper nozzle, changed the pinch tube and cleaned the sub bath. The ise¿s were calibrated and quality controls were acceptable. Precision tests were performed with pooled serum and 10 patient samples were rerun from earlier and all results were acceptable. The investigation stated the issue the customer had of na results too low and cl results too high is caused by disturbances within the sipper flow path (micro bubbles, grounding effects or partial clogging). The issue with the sipper tube identified by the fse is a reasonable root cause for the discrepant results. An improperly placed sipper tube can cause aspiration of air instead of liquid which can affect results.